Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that an attempt to gain access to the right femoral artery was unsuccessful. The patient's anatomy would not allow for the final placement of the impella to be achieved. The device was explanted, and the procedural outcome was unknown.